Manufacturer narrative:
To resolve the issue, the field service engineer (fse) the replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) reported intermittent amp board errors at the fl3 position on the customer's fc 500 flow cytometer while providing service for a customer report of system pressure error and qc failure. There was no report of death, injury, or change to patient treatment as a result of this event.